Event description:
Reportedly, after firing, the handle would not lock properly. The surgeon removed the device from the tissue, then reported that the staples did not form properly. An additional tissue cut was performed and a new instrument was used to perform the reanastomosis.